Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample were received in used conditions and without the original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The tip of the spike was bent. The root cause of the reported issue was found to be the spike was most likely received defective from supplier. Actions were taken to mitigate the reported issue: the supplier was notified of the complaint.

Event description:
It was reported that the spike bends, making it impossible to perforate membrane into bag. No patient injury was reported.